Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during a system upgrade, high, out of range pacing lead impedance was noted. When repositioning was not successful, the lead was not implanted and replaced. Patient condition was good after the event and will continue to be monitored.